Manufacturer narrative:
The company representative was able to replicate the reported event. The lamp was replaced to address this issue. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. There were no relevant complaints tied to this investigation. A review for complaints reported against this serial number was performed. There were no relevant complaints found, as part of this investigation. The root cause of the reported event is attributed to a nonconforming lamp. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that during surgery in an ophthalmic system the xenon lamp suddenly burned out, preventing the operation from being completed. After replacing it with a new one, the surgery was successfully finished on the same day. Patient impact has not been provided. Additional information has been requested, none has been received till date.